Event description:
It was reported by customer that patient's port a cath tubing starting leaking blood and mivfs where the cap and the tubing meet. This rn stopped mivfs and deaccessed pt and placed a new port a cath needled and tubing. Additional information received 31 july 2023 this did not involve an urgent/life threatening medical situation but it was serious enough to respond quickly to reassessing patient because he was infusing post hydration fluids after chemotherapy to clear the chemo from his kidney that would cause permanent/harmful damage. I believe we discovered it was leaking after mom changed patient's shirt and we found him to be wet shortly after the shirt change. Post hydration fluids infusing at the time of the event. The event delayed receiving continuous post hydration fluids. Unsure if it had any negatively impact on patient in the long run. It can ultimately delay clearing of methotrexate levels in blood, harming kidneys and delaying discharge. No signs, symptoms, or complications noted. Patient did have to be reassessed which causes unnecessary emotional trauma. No patient harm, injury, or negative outcome that has not already been discussed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that patient's port-a-cath tubing started leaking blood and mivfs where the cap and the tubing meet. This rn stopped mivfs and deaccessed pt and placed a new port-a-cath needled and tubing.